Event description:
One pt sample with discrepant sodium results. Initial result gave 126 mmol/l; repeat gave 136 mmol/l and 137 mmol/l. A second sample from the same pt gave result of 135 mmol/l. Initial result was reported. No adverse events reported. The field service rep was unable to determine a root cause for the discrepant results. Performance tests were performed and within specification.